Event description:
The patient contacted animas on (B)(6) 2012 reporting that none of the keypad buttons were responding to presses after exposure to pool. The patient allegedly wore the pump in a pocket and did not clean the pump. There is no additional information at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): moisture damage prevented investigation of the unresponsive button/keypad complaint. There was no visible damage to the keypad, which was removed for inspection. There was no visible evidence of moisture into the keypad. All pads and contacts were clean with no contamination. The pump did not boot up and downloads were not available. Moisture was observed behind the display bezel. The pump was cracked between the ir window and the pump seal. The pump failed a leak test at this location and at the bezel seal. When the pump was opened, moisture ingress/corrosion were observed on the internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.